Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09939 - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion set cannula kinked events on (B)(6) 2024. Event occurred within three hours of insertion for a couple of sets and about 36 hours for the others. Insertion site was at abdomen. Blood glucose levels were high at the time of event. Patient took correction injection via multi daily injections to address high blood glucose and he replaced infusion set and resumed insulin deliveries successfully. No further information available.